Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance with pocket stimulation when the polarity switched. The rv lead was also oversensing noise. The physician reprogrammed the device to a lower pacing output to compensate for the pocket stimulation. The physician eventually capped the rv lead and implanted a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, (B)(6) 2002. (B)(4).